Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found there was no image due to defective charged coupled device (ccd) unit. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no normal image for the evis lucera ultrasonic bronchofibervideoscope. There was no patient harm associated with the event.